Manufacturer narrative:
The concomitant products: lasso nav eco ((B)(4)) with cable (B)(4); cs ez_steer ((B)(4)) with cable (B)(4); soundstar ((B)(4)) with cable (B)(4); 2 preface ((B)(4)); 1 heartspan transseptal needle ((B)(4)); carto sn: (B)(4); pump sn:(B)(4).

Event description:
It was reported that, 10 days after an afib procedure, the patient had to be hospitalized due to some chest pain. The patient got treated at the emergency room and transferred to the cardiology department. Two days after, the patient deceased. An atrial-esophageal fistula was confirmed by the autopsy. Upon request additional information was provided stating that the x-ray computed tomography (CT) showed the presence of an atrio-esophageal fistula. After the x-ray CT, the chest pain became more intense and the patient deceased. Resuscitation was performed for about two hours with no success. The physician assessed the reported death event as possible procedure-related.

Manufacturer narrative:
Manufacturer ref # (B)(4). It was reported that, 10 days after an afib procedure, the patient had to be hospitalized due to some chest pain. The patient got treated at the emergency room and transferred to the cardiology department. Two days after, the patient deceased. An atrial-esophageal fistula was confirmed by the autopsy. The device was evaluated and no issue was found. Nis board upgraded to rev 5. The device was subjected to preventive maintenance, safety and functional testing and all tests passed. Nis board upgrade does not have anything to do with the reported complaint. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.